Event description:
The physician attempted to place a biodiv ysio 2.25 x 15mm sv stent. The stent was prepped according to the instructions for use. It was noted under fluoroscopy that the balloon did not inflate. There was no partial inflation of the balloon. The inflation device would not hold pressure and an air leak was noticed distal to the y-connector at the white collar. The physician removed the stent delivery system by pulling it back through the guiding catheter. The physician placed a biodiv ysio 2.0 x 15mm stent to treat the lesion. The pt was reported to do fine. There was no report of an adverse pt event.